Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ single use 20ml precise syringe was slipping out of hospital connector (tuta t-site - 50.255t) and leaking.

Manufacturer narrative:
4 actual samples without package were returned for investigation. The 4 actual samples was subject to visual inspection and no abnormality observed. The 4 actual samples were subjected to tip luer taper pin gauge test and passed the specification. The 4 actual samples were subjected to tip od measurement and passed the specification. No abnormality was observed from the returned samples. Returned samples passed the tip od measurement and tip luer taper specification. DHR review shows no quality notification was raised in the past 12 months on similar nonconformance.

Event description:
It was reported that during use of the bd single use 20ml precise syringe was slipping out of hospital connector (tuta t-site - 50.255t) and leaking.